Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged electrode belt connector) has been confirmed. Upon evaluation the trunk cable connector pins were bent. The cause for the bent connector pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the bent connector pins. The last patient to use this belt did not report any problems.

Event description:
A (B)(4) patient's daughter contacted zoll customer support to report a damaged electrode belt connector. The patient was issued a replacement electrode belt.